Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormla bleeding general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (cetrizine), fluticasone, guaifenesin and pseudoephedrine. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine pain ("uterus pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"), female sexual dysfunction ("apareunia (inability to haver sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and infection ("infection") and was found to have hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy laparoscopic hysterectomy vaginal assisted). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and dysmenorrhoea had resolved and the female sexual dysfunction, vaginal discharge, fatigue, hormone level abnormal, infection and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, pelvic pain, uterine pain and vaginal discharge to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as written per pfs, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test. (Unspecified). Yes, 3 months later confirmed essure in place. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dyspareunia (painful intercourse).new events: abnormal bleeding general dysmenorrhea (cramping), apareunia (inability to have sexual intercourse) vaginal discharge were added. Concomitant drugs and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pelvic pain/chronic pain') and genital haemorrhage ('abnormal bleeding general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (cetrizine), fluticasone, guaifenesin and pseudoephedrine. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine pain ("uterus pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to haver sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and infection ("infection") and was found to have hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy vaginal assisted). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and female sexual dysfunction had resolved and the uterine pain, vaginal discharge, fatigue, hormone level abnormal and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, menorrhagia, pelvic pain, uterine pain and vaginal discharge to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as written per pfs, discrepancy noted). Plaintiff received treatment for pain: pelvic, abdominal, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-(unspecified)-yes, 3 months later confirmed essure in place.; on an unknown date: essure confirmation test-(unspecified): result of confirmation: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: abdominal pain, menorrhagia (heavy menstrual bleeding) were added. Event outcome was added for the events: abdominal pain, menorrhagia and apareunia. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinitis, migraine, twin pregnancy, delivered, c-section, abdominoplasty, dyschezia and vaginal discharge. Concurrent conditions included sleep loss, dehydration and adenomyosis. Concomitant products included cetirizine hydrochloride (cetrizine), fluticasone, guaifenesin and pseudoephedrine. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding general"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue") and mood swings ("fluctuation in moods"). In (B)(6) 2017, the patient experienced uterine pain ("uterus pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to haver sexual intercourse)"), vaginal discharge ("vaginal discharge"), bacterial infection ("bacterial infections"), fungal infection ("infection(other):yeast infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("vaginal hemorrhage"), abdominal pain lower ("cramping"), acne cystic ("cystic acne"), polymenorrhoea ("periods every 2 weeks"), back pain ("lower back pain") and coccydynia ("tail bone pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and female sexual dysfunction had resolved and the uterine pain, vaginal discharge, fatigue, mood swings, bacterial infection, fungal infection, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, abdominal pain lower, acne cystic, back pain and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne cystic, back pain, bacterial infection, coccydynia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, mood swings, pelvic pain, polymenorrhoea, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as written per pfs, discrepancy noted). Plaintiff received treatment for pain: pelvic, abdominal, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test-(unspecified): result of confirmation: bilateral occlusion.; in 2014: essure confirmation test-(unspecified)-yes, 3 months later confirmed essure in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (cetirizine), fluticasone, guaifenesin and pseudoephedrine. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding general"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue") and mood swings ("fluctuation in moods"). In (B)(6) 2017, the patient experienced uterine pain ("uterus pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to haver sexual intercourse)"), vaginal discharge ("vaginal discharge"), bacterial infection ("bacterial infections") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy vaginal assisted). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and female sexual dysfunction had resolved and the uterine pain, vaginal discharge, fatigue, mood swings, bacterial infection and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as written per pfs, discrepancy noted). Plaintiff received treatment for pain: pelvic, abdominal, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test-(unspecified): result of confirmation: bilateral occlusion.; in 2014: essure confirmation test-(unspecified)-yes, 3 months later confirmed essure in place.. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: two events were updated from hormonal changes to fluctuation in moods, infection to bacterial infections. One event yeast infections was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinitis, migraine, twin pregnancy, delivered, c-section, abdominoplasty, dyschezia and vaginal discharge. Concurrent conditions included sleep loss, dehydration and adenomyosis. Concomitant products included cetirizine hydrochloride (cetrizine), fluticasone, guaifenesin and pseudoephedrine. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding general"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue") and mood swings ("fluctuation in moods"). In (B)(6) 2017, the patient experienced uterine pain ("uterus pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to haver sexual intercourse)"), vaginal discharge ("vaginal discharge"), bacterial infection ("bacterial infections"), fungal infection ("infection(other):yeast infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("vaginal hemorrhage"), abdominal pain lower ("cramping"), acne cystic ("cystic acne"), polymenorrhoea ("periods every 2 weeks"), back pain ("lower back pain") and coccydynia ("tail bone pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and female sexual dysfunction had resolved and the uterine pain, vaginal discharge, fatigue, mood swings, bacterial infection, fungal infection, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, abdominal pain lower, acne cystic, back pain and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne cystic, back pain, bacterial infection, coccydynia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, mood swings, pelvic pain, polymenorrhoea, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as written per pfs, discrepancy noted). Plaintiff received treatment for pain: pelvic, abdominal, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test-(unspecified): result of confirmation: bilateral occlusion.; in 2014: essure confirmation test-(unspecified)-yes, 3 months later confirmed essure in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: pfs received. New events added: vaginal infection, urinary tract infection, bladder infection, vaginal hemorrhage, cramping, cystic acne, lower back pain, polymenorrhoea, tail bone pain. Concurrent conditions, medical history were added. Event yeast vaginal infection updated to yeast infection as it is mentioned under infection(other) in previous follow up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.